Event description:
A caller reported encountering cgm error 42. Following this, there was no adverse impact to the customer¿s blood glucose level. The technical support team provided detailed instructions for a complete pump reset and guided the caller through the process. After the reset, the pump did not display the cgm error code again, and the caller was able to successfully start their sensor session.